Event description:
It was reported that via merlin.net transmission, non-sustained lead noise due to post paced t wave oversensing on the ventricular channel was noted on a stored egm. Reprogramming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.